Event description:
Noise seen on rv lead and led to vf detection. Noise could be reproduced with postural testing, possible subclavian crush. Device remains implanted.

Manufacturer narrative:
(B)(4). This lead was explanted and replaced on (B)(6) 2015. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. There were several signs of abrasion along the lead body and the insulation was found rubbed through. The finding can be considered to be the root cause of the oversensing issue mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages such as the deformation of the shock coil and the inner conductor coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).